Event description:
During procedure a part of a surgical instrument broke off. An x-ray was taken and located the broken piece, which was then removed. All pieces of the instrument (cat (B)(4), lot #ma08h021) were accounted for. Surgery continued and closed without further incident.